Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the device was going to be returned for analysis (a tracking number was provided). No further complications were anticipated.

Manufacturer narrative:
Analysis of the stimloc screws (lot # 082215217a) found two out of three screws had damaged thread at the tips. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported during the application of the sitmloc base rings, the screws were blunt and one screw broke. The base rings were too difficult to apply with the supplied screws. No environmental/external/patient factors were thought to have led or contributed to the issue. The screws were visually inspected and they described tactile feedback. The screws were taken out and they used a spare stimloc kit to replace the parts. The issue was resolved at the time of the report. It caused a delay of 10-15 minutes. It was reported they were unable to retrieve the parts of the broken screw. The patient had a medical history of parkinson's disease. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.